Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and the distal conductor connector pin was bent. There was blood in/on the helix mechanism and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, the physician noticed that the lead connector pin was bent. The lead was not used. No patient complications have been reported as a result of this event.